Event description:
A surgeon reported that, following intraocular lens (iol) implant surgery, the iol was noted to be decentered. In a follow-up, in the surgeon's opinion, the device did not cause or contribute to the event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/12/2008 by fax and mail. A completed questionnaire was received on 11/13/2008.